Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The customer reported no notable events prior to the malfunction, and after receiving instructions from technical support, successfully reset the pump. The malfunction code did not recur, and the customer continued to use the pump with an understanding to contact support if issues reoccurred.